Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of the event was 475 mg/dl. The customer stated that the serter spring was broken. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin drip and insulin pump.  It was unknown if the auto mode was activated at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was successfully performed. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b2 and h6 with this report.

Event description:
Corrected summary: customer and spouse reported that paramedics were called and customer was hospitalized on (B)(6) 2022 at 08:00 for high blood glucose of 474mg/dl and diabetic ketoacidosis. Caller said pump was not delivering insulin. She did not receive any alarms/alerts and the blood glucose values would not come down with pump treatment. Customer was confused, feeling sick/unwell, had flu-like symptoms, had a headache, was tired/weak, had altered vision/vision changes. Customer had large amounts of ketones. Customer was treated with insulin drip. Customer also mentioned serter spring broke. Pump was used at the time of the incident. It was unknown if sensor was used. Pump does not have auto mode feature.